Manufacturer narrative:
The force bipolar instrument was found to have grip input disk # 6 completely detached. The instrument was found to have grip input disk #6 broken into pieces inside the housing. Other backend components adjacent to the broken inputs do not show damage. As a result of the full break, which prevented the grips from closing and opening. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the force bipolar instrument stopped opening. The forceps were replaced with a new set. The procedure was completed without any reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue with the instrument did not occur following a system fault, and the jaws were not stuck on tissue during the event. As a result, no intervention was needed to release the jaws, and no adverse effects to the tissue were reported. Although the initial complaint mentioned uncertainty about whether a fragment had fallen into the patient, it was later confirmed that no fragment was retained in the patient's anatomy. Additionally, the patient did not return to the hospital due to any post-surgical complications related to a retained foreign object.